Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jun-2023. Investigation summary: forty samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed on the syringe tips. Furthermore, the tips were measured using a validated measurement method per internal procedure and yielded acceptable results. Since the samples received were acceptable per product specification and did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.

Event description:
It was reported that 137 bd¿ luer slip tip syringes each from lots 2131710, 2250337, and 2250336 leaked during use. The following information was provided by the initial reporter: "customer complained about syringe leakage. Tip caps are not securely tight on 1ml bd syringe causing leakage. Patient injury? (Y/n) no... 2. Are you able to provide the number of defective syringes that was found during the incident? We do not know the defect. Where the leakage is coming from. 3. Was this incident noted before use or during/after use? During use."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2131710. Medical device expiration date: 30-apr-2027. Device manufacture date: 11-may-2022. Medical device lot #: 2250337. Medical device expiration date: 31-aug-2027. Device manufacture date: 07-sep-2022. Medical device lot #: 2250336. Medical device expiration date: 31-aug-2027. Device manufacture date: 07-sep-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 137 bd¿ luer slip tip syringes each from lots 2131710, 2250337, and 2250336 leaked during use. The following information was provided by the initial reporter: "customer complained about syringe leakage. Tip caps are not securely tight on 1ml bd syringe causing leakage. Patient injury? (Y/n) no. Are you able to provide the number of defective syringes that was found during the incident? We do not know the defect. Where the leakage is coming from. Was this incident noted before use or during/after use? During use".